Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported tpn final containers were cloudy at the completion of compounding, bags were scrapped and repumped successfully.